Event description:
It was reported that the right atrial lead was explanted to allow for explantation and replacement of the right ventircular lead. A new atrial lead was then implanted as well as a new pulse generator. No further patient complications were reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.